Event description:
Customer reported the system beeps as if it is making x-rays, and the collimator cones in, and mag 1 is not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image intensifier power supply, fluoro functions board, and reloaded software. System operates as intended.